Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is report that a m2 niti taper .06 sterile wp16 broke during use. The broken part could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Unfortunately all broken parts were discarded. No product and no lot received therefore no investigation possible. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038 . All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.